Event description:
It was reported that the customer has been experiencing high blood glucose. It was stated that sometimes her blood glucose value is in the 400 mg/dl range and other times in the 200 mg/dl range; her trainer instructed her to treat with manual injection until settings are adjusted on (B)(6) 2015. Customer has not received no delivery alarms. Customer noticed blood at site on one occasion but was not sure if the infusion set was occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.